Event description:
It was reported that during a procedure to remove a vena cava filter, the cone of the retrieval system became damaged and the handle separated from the rest of the device. The doctor used a second system to retrieve the filter without tissue. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. The result of the investigation was inconclusive as no sample was returned for eval. Root cause unk.